Event description:
It was reported that the patient presented for remote follow up via (B)(6) with stored episodes of non-sustained right ventricular noise oversensing exhibited by the right ventricular lead. Upon interrogation in clinic, the lead also exhibited varying pacing impedance values. Programming changes were made. The patient was in stable condition.